Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported screen does not respond when tapping the control panel icons on the vela ventilator. The customer reported that there was no patient involvement that was associated with the reported event.